Event description:
The customer reported that the system would intermittently not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was repaired during the service all. The system was tested and found to be working as intended and put back into service.